Event description:
Additional information was obtained on september 8, 2016 from both the sales representative and the user facility regarding the event. The date of the event was (B)(6) 2016. The patient did not exhibit any signs of infection or allergic reaction to the bone cement during the revision surgery.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the patient had an infected knee. The knee was opened up and cultures and specimens were taken (results not available). The femur was removed; it was noted that no cement adhered to the tibial component at all. All the cement remained within the tibia.

Manufacturer narrative:
This report is being amended to reflect changes in sections report date, model #/lot #, manufacturer site info, date received by MFR, type of reports, if follow-up, what typed, evaluation codes and additional MFR narrative. It was reported that the surgeon thought that the patient may have had an infection in the knee and when performing the subsequent procedure thought something was wrong with the bone cement. The product was used in the procedure and therefore was not returned. Consequently, any evaluation of the product could not be performed. The palacos cement is an original equipment manufacturers (OEM) product produced by heraeus medical. Zimmer biomet is the licensed distributor for this product line in the united states. A supplier field complaint information request (scir) was forwarded to heraeus medical on this complaint. The response to that scir is as follows: ¿the review of quality records showed that the batches were prepared in accordance with the requirements of our quality management system and all quality control tests have been successful. Based on the knowledge and information provided to us, we cannot establish a product deficiency¿. Most likely the cause for this reported event is due to product usage. The three most probable causes for the reported event are but not necessarily limited to the following: pathogenic organisms at the implantation side may be transferred during a surgical procedure. The prosthesis may not have been held in position long enough for bone cement to set properly to the implant. The prepared bone may not be cleaned, aspirated and dried sufficiently causing suboptimal conditions for the bone implantation. Recommended actions: no additional zimmer biomet actions warranted at this time.